Event description:
The customer reported the left monitor will not come on after boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the monitor. System operates as intended. This MDR is related to ge healthcare complaint.